Manufacturer narrative:
Investigation results are pending, including investigation regarding whether the customer did approve the substitution. A follow-up report will be submitted.

Event description:
Customer believes that they did not previously approve a change in the dressing component in their custom kit from a medline product (svud73afqb) to a 3m tegaderm. While the customer is not saying definitively that the 3m tegaderm dressing substitution was the cause of the increase in clabsi, they believe it is likely a contributing factor for the increase in clasbi infections at the facility. The complaint did not identify any defects or deficiencies with the kit or components.

Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report that was submitted on 02/25/2022 due to omission of information from the described event/problem section b5. The only clinical information received from the customer indicated that patient was on hemodialysis and now deceased.

Event description:
Customer is stating they did not approve the dressing change component in their custom kit from a medline product (svud73afqb) to a 3m tegaderm and that the change is causing an increase in clasbi infections at the facility. The only clinical information received from the customer indicated that patient was on hemodialysis and now deceased.

Manufacturer narrative:
This supplemental report is being filed since investigation results are available following the submission of the initial MDR report. As part of the investigation into these events, a customer meeting was held on (B)(6), 2022, with multidisciplinary team members from cardinal health which included quality management, medical safety, and sales, along with team members from bayfront medical which included clinical, risk management, quality, and infection prevention. During the call, the bayfront medical team clarified that they were not alleging deficiency with the tegaderm product, nor were they alleging that the tegaderm caused the infections. The bayfront medical team also acknowledged that although they did see an increase in infections, there may be many possible causes. Because the possible causes of central line infections are multifactorial, the team was investigating all possible contributing factors, including (but not limited to) this substitution. Cardinal health was notified of the events at bayfront medical on (B)(6), 2022; however, the customer has been utilizing the cardinal health custom kit with the substituted 3m tegaderm dressing since (B)(6) 2020, with the substitute component being implemented after cardinal health followed its established substitution process. A total of 3220 kits were produced for bayfront medical utilizing the 3m tegaderm dressing. Cardinal health has not received any other complaints for the 3m tegaderm dressing for this issue from bayfront or any other customer. An investigation into the reported concern determined that cardinal health followed its established processes and procedures for the component substitution. This process includes obtaining and documenting customer approval as well as review by a product review committee (prc) to ensure that the substituted component meets the same operational specification as the original component. According to the cdc's catheter site regimen recommendation within the guidelines for the prevention of intravascular catheter-related infections, the use of either a "sterile gauze or sterile, transparent, semipermeable dressing" is recommended to cover the catheter site (cdc, 2015). The item number 1688ns (3m tegaderm IV transparent with adhesive and window) meets this recommendation. The substitution process allows customers to substitute alternate devices when a component is not available instead of omitting from a kit, thus ensuring the customer has necessary devices for their procedures.